Manufacturer narrative:
The technician found that an unk liquid had gotten around the latch mechanism and partially dried causing the latch to not move freely. The technician cleaned the latching mechanism allowing it to move freely and the left side rail began latching correctly.

Event description:
Technician alleged that the left side rail is not latching correctly. No pt impact.